Event description:
It was reported that the hemovac drain was disconnected at the y port on (B)(6) 2021. Per additional information received on 11oct2021, it was reported that the hemovac drain ((lot - ngfu3954) was disconnected at the y port in post-anesthesia care unit on 08oct2021. Per additional information received on 12oct2021, the affected hemovac lots were (lot - unk) occurred on (B)(6) 2021, (lot - ngfr5257) occurred on (B)(6) 2021, (lot - ngfs4374) occurred on (B)(6) 2021, (lot - unk) occurred on (B)(6) 2021, (lot - ngfs4347) occurred on (B)(6) 2021. Per follow up received via email on 22oct2021, customer did receive collection bags for drains and hemovac drains coming apart at the y connector. Usually, it happened at home, but the patient will reconnect, and then the drain was pulled by a home care nurse. There was a complete separation of the drain at the y connector. It was very easy to come apart and reconnect. Customer also added that occasionally there was need for medical treatment that was a direct line to a deep surgical space, thus a potential for surgical site infection, and sometimes this would require extra office visits with the surgeon to monitor the drain site or wound and possibly antibiotics if needed. No medical intervention was reported. Per follow up received via email on 24nov2021, it was stated that there were total of (B)(4) patients. Some patients required no further follow up treatment and some patients required oral antibiotics, not necessarily related to drain. The drain usually came apart 2 to 3 days post operation. Patients were usually discharged home by then, they reconnected the ends back together. The surgical team was made aware of this. But for the patient, this was upsetting. They thought there was a problem with the surgery and were very alarmed at any site of bleeding. They were reassured and instructed how to proceed. Home health care also assisted when needed. It was also stated that as of (B)(6) 2021, they were putting a sterile tegaderm on the hemovac drain y connector at the area of detachment and they had no further issues.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿error of inspector". It was unknown whether the device had met specifications. The product was used for treatment purpose but it was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of investigation, no additional action are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: I. Device description: the davol® 400 cws closed wound suction evacuator kits contain wound drains and evacuators. Wound drains are made up of silicone or pvc materials; they are round shaped with perforations. They are packaged with a trocar. 400 cc evacuators are made up of pvc materials. Clear evacuator sidewalls with volume calibrations facilitate examination and measurement of drainage fluid. Ii. Indications for use: wound drains are used to remove exudates from wound sites. Iii. Contraindications: do not use for chest drainage. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector. ¿ y-connector to suction source. 9. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hemovac drain was disconnected at the y port on (B)(6) 2021. Per additional information received on 11oct2021, it was reported that the hemovac drain ((lot - ngfu3954) was disconnected at the y port in post-anesthesia care unit on (B)(6) 2021. Per additional information received on 12oct2021, the affected hemovac lots were (lot - unk) occurred on (B)(6) 2021, (lot - ngfr5257) occurred on (B)(6) 2021, (lot - ngfs4374) occurred on (B)(6) 2021, (lot - unk) occurred on (B)(6) 2021, (lot - ngfs4347) occurred on (B)(6)2021. Per follow up received via email on 22oct2021, customer did receive collection bags for drains and hemovac drains coming apart at the y connector. Usually, it happened at home, but the patient will reconnect, and then the drain was pulled by a home care nurse. There was a complete separation of the drain at the y connector. It was very easy to come apart and reconnect. Customer also added that occasionally there was need for medical treatment that was a direct line to a deep surgical space, thus a potential for surgical site infection, and sometimes this would require extra office visits with the surgeon to monitor the drain site or wound and possibly antibiotics if needed. No medical intervention was reported.